Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a broken distal tip. The distal tip was broken and not returned with the instrument. The complaint regarding a broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, while the customer attempted to remove the suction irrigator, the instrument tip fell off into the trocar, but not the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.